Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and it was reported that the patient¿s lead had come out and their symptoms were returning.

Event description:
Additional information from the consumer who reported that the patient may need to redo the evaluation because the patient did not realize that the bending and stretching would have an effect on their evaluation. The patient's daughter stated that the patient "had a gauze loose and did not take the bandage." The patient was advised that the patient would need to discuss the issue with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.